Event description:
The customer contact reported an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. The contact reported that an unspecified volume of heparin lock flush solution usp 100units/ml (expiration date: 10/01/2007), was used to flush the pt's portacath. It was reported that the pt experienced lack of effect and developed thrombosis in the portacath. The portacath was declotted with an unspecified anti-thrombolytic medication. No further medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.